Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the pt stated that after they got healed up after 3 days, they checked with their equipment and noticed on each of the programs they used the numbers they had set at 5 or 6 or so were down to 1 or 2. Pt said they saw the doctor and told them this and the doctor said "oh no", that's not how to do it, and recommended they call medtronic. Pt reported that since implant their stimulator has helped their bladder symptoms a little bit but not by 50%. Agent recommended patient sync with their ins during the call to check their setting and ensure stim was on. Pt was successful to synch and reported stim was on on program 4 at 0.5. Agent reviewed interstim therapy optimization information, some control equipment general use and function and pt increased to 0.7. Pt reported feeling no sensation. Agent reviewed stim sensation information and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. Redirected patient to their doctor. During troubleshooting, after successfully synching and then tapping the up arrow, pt reported seeing "system error" but cleared it before taking note or reporting what other words were on the screen, they were successful to sync again and connect with their ins.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the pt stated that after they got healed up after 3 days, they checked with their equipment and noticed on each of the programs they used the numbers they had set at 5 or 6 or so were down to 1 or 2. Pt said they saw the doctor and told them this and the doctor said "oh no", that's not how to do it, and recommended they call medtronic. Pt reported that since implant their stimulator has helped their bladder symptoms a little bit but not by 50%. Agent recommended patient sync with their ins during the call to check their setting and ensure stim was on. Pt was successful to synch and reported stim was on program 4 at 0.5. Agent reviewed interstim therapy optimization information, some control equipment general use and function and pt increased to 0.7. Pt reported feeling no sensation. Agent reviewed stim sensation information and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. Redirected patient to their doctor. During troubleshooting, after successfully synching and then tapping the up arrow, pt reported seeing "system error" but cleared it before taking note or reporting what other words were on the screen, they were successful to sync again and connect with their ins. (B)(6) 2023 rtg0372720, patltr (con): the caller called back and reported intermittent symptom relief since implant which has gotten worse again lately. The caller thought they were doing something wrong when making adjustments. The caller was trying to change multiple programs at once and the programs kept going back to .1. Explained the caller that only one program is active at a time and each time a program is changed, therapy is turned off and needs to be increased from 0. The caller was on program 4 and increased the stim from .5 to .8 on the call. They were able to feel stim comfortably in the bike seat area. If symptoms do not improve the caller will try program 1. The caller reports that the healthcare provider (hcp) on file is no longer there, and will be seeing someone else at the practice but they did not have the name. The caller will call back with the name to get a new ID card. On 2023-jan-13, additional information from the patient was received. It was reported that the patient can tell it's not holding the setting 0.6. The patient will press the arrow on the right side when they have it set as a way to resolve the issue. The cause of the "system error" message was undetermined. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.